Manufacturer narrative:
Evaluation method - "other." The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a bruise. The bruise was on the sides of her body and on her back. The patient's physician prescribed two different creams. Follow-up indicated that the bruise had improved.